Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was not reported. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported event. A visual inspection was performed and no issues were found. A power on self-test was successfully performed. A short simulated therapy was performed with no issues noted. The device passed all check and calibration testing. The cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient passed away on an unreported date. The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a follow up medwatch will be submitted.